Event description:
It was reported the device was used during a breast biopsy. It was reported the stainless steel tip of the c1530 introducer was retained in the breast upon removal of the introducer.